Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the high flow insufflation unit exhibited intermittent panel function issues, resulting in a black screen. To restore normal air supply, it was necessary to shut down and restart the device. It is unknown when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, d9, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, front panel goes black & unable to supply air, could not be identified. The occurrence could not be presumed. The root cause could not be identified. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿labelling review: as a result of confirming instruction manual and labelling on the product, there was no abnormality leads to the phenomenon.¿. Olympus will continue to monitor the field performance for this device.